Event description:
During a total colectomy and ileo-anal pouch procedure, pouch was made and anastomosis was performed without any abnormallities noted. After anastomosis was tested for leakage (with air) a big gap was noticed at the distal side with some malformed staples. Both donuts weer intact. The gap was closed transanally with sutures. And an ileostoma was made. Extended or time of approx. 1 hour. Re-op will now be necessary due to the stoma, otherwise a stoma is not standard with this procedure. Higher chance of post-op infection, and possibility of sphincter damage due to rectal retractor being used when suturing transanally.